Event description:
The hcp reported the patient was requiring increased doses of lioresal without improved therapy. The pump was explanted after an implant duration of 15 months and replaced due to underinfusion/pump malfunction. After the replacement surgery, the patient is reported to have recovered without sequela.